Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A visual inspection showed a lead body bent or kinked approximately 48 centimeters from terminal pin, likely handling damage. The lead passed the continuity testing indicating conductors were intact. A stylet insertion test failed as blockage was encountered. The allegation against the lead was confirmed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead body damage. The lead was never in service. No adverse patient effects were reported.